Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of doxorubicin, at an unspecified rate, via a gemstar pump. On (B)(6) 2011, at an unspecified time, the delivery of medication was started. On (B)(6) 2011, after an unspecified length of time, it was reported that an unspecified volume of solution leaked from an unspecified location on the tubing set and came in contact with the patient. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.